Event description:
The customer reported that the shaft of the device became stuck in the trocar. The clear insulation came off of the device. Nothing fell into the pt's cavity. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded, if additional info pertinent to the incident is obtained, a follow-up report will be submitted.